Event description:
Patient underwent a liver ablation under CT guidance. After the ablation was done, the grounding pads were removed from patient's thighs. Once the grounding pads were removed, the burns were noted on the lower and upper part of the left thigh pad and the lower right thigh pad. The burn on the lower right thigh was worse than the left. Manufacturer response for radio frequency ablation, rf 3000. Local sales rep was notified by user.